Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed auto off and the display went blank after clearing the alarm. She changed the battery and then it had a partial display. She could see the reservoir icon, the screen had lines across and then it went blank when trying to deliver a bolus. Blood glucose value is unknown. The device was not bumped or dropped. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump powered up properly after battery installation. The pump was received with operating currents within specification. The pump was monitored and no blank display anomalies were noted during bolus deliveries. No missing segments or partial display was noted. The pump was received with minor scratches on the lcd window, and a cracked case at the display window corners.